Manufacturer narrative:
Without identifying information we are unable to follow up for additional information and resolution. No adverse patient effects were reported.

Event description:
Boston scientific crm received information that this device displayed a yellow warning screen upon interrogation. The health care professional refused to provide patient name and/or model-serial number of the device in question.